Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device issue malfunction has been reported. It was reported via trial that a xience v stent was implanted in 2007, in the proximal lad. The following year, the pt began to experience chest pain/angina. The pt was hospitalized and a diagnostic coronary angiography was performed; however, no treatment was performed at that time. Three months later, the pt was hospitalized again for angiography which resulted in revascularization with the deployment of another co's stent due to restenosis. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Angina and stenosis, as listed in the xience v IFU, are known risks associated with coronary stenting. These pt effects are not necessarily an indication of prod quality issue. As there was no reported device malfunction, there does not appear to be any indications of a stent delivery sys quality problem. The reported pt issue of angina appears to be a result of the restenosis and therefore required add'l hospitalization. A conclusive root cause for all reported pt issues, and the relationship to the device cannot be determined.